Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the chair is acting erratically, speeding up and slowing down. The dealer states the joystick is the problem.